Event description:
The complainant had an impella cp support ongoing when the automated impella controller showed a false in aorta alarm. The placement signal alarm was disabled, and support continued. The pump was weaned and explanted, but the patient eventually expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed: data review: data showed 16 alarms 128 (impella position in aorta) were triggered within 36 hours & 39 minutes since the pump started then disappeared. There was a spike in motor current in the data logs indicating biomaterial interaction. All 5s parameters were in specification (see check list). Product analysis: product was not returned for review. Conclusion: the cause of the false position in aorta alarm was most likely biomaterial since proper position was confirmed and a spike in motor current was confirmed in the data logs. All pertinent information available to abiomed has been submitted at this time.